Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 170mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed n(B)(4) site per variance 5.

Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly. However, insulin pump had corroded keypad traces noted during visual inspection, cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.